Event description:
It was reported when using the bd vacutainer® one use holder, the device experienced the difficulty and inability to pierce through the stopper. The following information was provided by the initial reporter. The customer stated: blood leakage inside the collection adaptor (customer uses tubes from greiner and bd's perforation devices). It was needed to puncture the patient once again, because it was not possible to complete the sample collection. There was no exposure to blood, but the health professionals report they have to stay with the support in 90ª, so the blood does not drain in case it leaks. It has happened several times, and the health professionals always report issues at the time of adapting the wingset into the adaptor, because several of them break and it's required to swap the material. The health professionals report that when introducing the tubes in the wingset, at the time of sample draw, it occurs the leakage, and it happens even when it's the first tube and is more often after the fifth tube.

Manufacturer narrative:
Medical device expiration date: na. Investigation summary: no samples or photos were returned by the customer in support of this complaint. Therefore, 10 retentions from both lots were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Additional information and device evaluation was performed and captured in this supplemental. B.5. Event description: it was reported when using the bd vacutainer® one use holder, the device experienced the difficulty and inability to pierce through the stopper. The customer states "it has happened several times, and the health professionals always report issues at the time of adapting the wingset into the adaptor, because several of them break and it's required to swap the material." What material breaks? Is it the holder or the wingset? When screwing the needle with adapter. The following information was provided by the initial reporter. The customer stated: bd vacutainer® one use holder. Blood leakage inside the collection adaptor (customer uses tubes from greiner and bd's perforation devices). It was needed to puncture the patient once again, because it was not possible to complete the sample collection. There was no exposure to blood, but the health professionals report they have to stay with the support in 90ª, so the blood does not drain in case it leaks. It has happened several times, and the health professionals always report issues at the time of adapting the wingset into the adaptor, because several of them break and it's required to swap the material. The health professionals report that when introducing the tubes in the wingset, at the time of sample draw, it occurs the leakage, and it happens even when it's the first tube and is more often after the fifth tube. Additional information received dec 17, 2021: customer reports: "it has happened several times, and the health professionals always report issues at the time of adapting the wingset into the adaptor, because several of them break and it's required to swap the material." What material breaks? Is it the holder or the wingset? When screwing the needle with adapter. In case the holder breaks, at what local does it break? What component? Some report that the collectors to engage the needle adapter with the scalp in the case by screwing. H.6. Investigation summary: bd received 1 photo, and 1 video from the customer in support of this complaint. A visual examination of the photo was performed and revealed the presence of leakage as blood can be seen in the hub of the holder. The video shows no collection being completed but tubes are being inserted into the holder and on the last tube to be inserted the acquisition component becomes loose and falls from the holder. Therefore, 10 retention samples from both lots affected were inspected for damaged with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® one use holder, the device experienced the difficulty and inability to pierce through the stopper. The customer states "it has happened several times, and the health professionals always report issues at the time of adapting the wingset into the adaptor, because several of them break and it's required to swap the material." What material breaks? Is it the holder or the wingset? When screwing the needle with adapter. The following information was provided by the initial reporter. The customer stated: bd vacutainer® one use holder. Blood leakage inside the collection adaptor (customer uses tubes from greiner and bd's perforation devices). It was needed to puncture the patient once again, because it was not possible to complete the sample collection. There was no exposure to blood, but the health professionals report they have to stay with the support in 90ª, so the blood does not drain in case it leaks. It has happened several times, and the health professionals always report issues at the time of adapting the wingset into the adaptor, because several of them break and it's required to swap the material. The health professionals report that when introducing the tubes in the wingset, at the time of sample draw, it occurs the leakage, and it happens even when it's the first tube and is more often after the fifth tube. Additional information received dec 17, 2021: customer reports: "it has happened several times, and the health professionals always report issues at the time of adapting the wingset into the adaptor, because several of them break and it's required to swap the material." What material breaks? Is it the holder or the wingset? When screwing the needle with adapter. In case the holder breaks, at what local does it break? What component? Some report that the collectors to engage the needle adapter with the scalp in the case by screwing.